Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: knob wire has a cut, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, adhesive on bending section cover has a chip, adhesive on bending section cover has a crack, adhesive on bending section cover has white-clouded area, scope cover plate has peeling, adhesive around objective lens is peeled, adhesives around objective lens has white-clouded area, connecting tube has a scratch, connecting tube has a wrinkle, plastic distal end cover has a dent, light guide lens has a crack, adhesive around light guide lens is peeled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera duodenovideoscope that raiser movement is completely lost in one or both directions. The device was returned for evaluation. During the device evaluation, it was found that tip body adhesive peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the tip body peeling adhesive was caused by stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.